Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with in-house drug free donor urine; all coc results were negative at 5 min read time. No false positive results were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Customer alleging receiving false positive coc, alternative method negative results. Event occurred in (B)(6). Alternate testing method not provided. Coc was compared against another rapid test from another company, which showed negative results. No reported adverse patient sequela.